Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge energy and displayed an unknown error message. Complainant indicated that there was no pt involvement in the reported malfunction.